Event description:
It was reported to philips that the battery pca has a bent pin. There was no patient involvement.

Manufacturer narrative:
It was reported to philips, that the battery pca has a bent pin. The customer worked with the technical support representative. The customer worked on the device. The issue was resolved by customer. No work performed by philips. No further action at this time.

Event description:
It was reported to philips that the battery pca has a bent pin. There was no patient involvement.